Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 23 events were reported for this quarter.   Product return status : 23 devices were received for evaluation.   Evaluation status : 23 device evaluations are in progress.   Additional information : 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device had paint chips missing. 23 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 23 total events were initially reported. 23previously reported events are included in this follow-up record.   Product return status 23 devices were received.   Evaluation status confirmed 23 reported events were confirmed during testing. - 23 devices were found to be affected by missing paint chips.   Additional information 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device had paint chips missing. 23 events had no patient involvement; no patient impact.